Event description:
Hill-rom received a report from the account stating scale will not weigh the patient and exit alarm will not arm. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found that possible static discharge affected the bed. A search of the hill-rom maintenance records did not show that hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on its beds. The technician reset the bed and the scale was recalibrated to resolve the issue. Based on this information, no further action is required.